Event description:
It was reported that the customer was treated due to blood glucose levels as high as 500 mg/dl. It was stated that the battery usually lasts three days. It was stated that, on the day of the event, the insulin pump did not give any alarms. It was also stated that the hyperglycemia event could have been due to denatured insulin. The customer declined further troubleshooting, and stated that he was not comfortable with the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the functional tests including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump was received with minor scratches on the lcd window, a cracked reservoir tube, a cracked reservoir tube lip and cracked battery tube threads. The pump passed the delivery accuracy test.